Event description:
It was reported that at implant, the lead was removed from the packaging and the tip of the lead was curved. The stylet was removed to determine if it was the stylet which was causing the bend, but once the stylet was removed it became apparent that the lead itself was bent. A different lead was used for the procedure. The lead was not used with the patient and no patient injury occurred.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.